Manufacturer narrative:
Date rec'd by MFR: 15may2019. A motor controller printed circuit board assembly (mc pcba) and blower were returned for analysis. An investigation was performed and no faults were found with the mc pcba or blower. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device significant event logs. However, the fse was unable to duplicate the error after running the ventilator. The fse confirmed that the cooling fan was operating and the filters were not blocked or dirty.

Event description:
It was reported that the unit declared an error 1122 (blower temperature high).it is unknown if the device was in use at the time of the event; however, there was no patient harm reported.